Event description:
Leaking underneath stopcock during priming.

Manufacturer narrative:
Evaluation results: customer report was confirmed. Rec'd (1) single dpt kit. Leakage was found at zero-stopcock to pressure tubing connection. The tubing female connector was severely damaged. Multiple cracks were noted around entire luer body. Stopcock male luer was also completely broken and stuck inside the damaged tubing female connector. The stopcock lock nut was also broken.